Manufacturer narrative:
(B)(4). Batch # n57k5f. The analysis found that one pce45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the manual override was used on one of the guns during the case. The door was removed, crank was attempted however it didn¿t appear to have any effect. The manual release button was also used. The surgeon was able to open the jaws sufficiently to slide the tissue off.

Event description:
It was reported that during an unknown procedure, the customer tried to fire the product over lung tissue and it locked out. He reversed the cartridge, opened the jaws and replaced the reload. He then tried to fire the gun; however, the red safety trigger jammed and he was unable to use the product. There was no issue with the patient on this occasion. A second device was then used. The surgeon clamped the jaws shut and tried to fire but it seemed to have locked out. They tried the reverse and it didn¿t wind the cartridge back to the beginning. They then changed the battery and it didn¿t seem to work either. Finally, they used the manual override button and again it didn¿t seem to have any effect. After a few minutes of manipulating the lung tissue he managed to get it to slide off. Again there was no adverse effect on the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.